Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's power-up test fails code 6. No one was harmed.

Event description:
It was reported during routine check, the cardiosave intra-aortic balloon pump (iabp) unit's power-up test fails code 6. No one was harmed and no patient involvement.

Manufacturer narrative:
Additional point of contact: (B)(6). A getinge field service engineer evaluated performed the touch screen calibration but failed. So, ordering the touch screen. Replaced the touchscreen assy. Performed the calibration. Tested the device as per specifications. Device is working within specifications.